Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up report will be completed.

Event description:
The manufacturer received information alleging of a thermal event to a dreamstation 2 device. The user alleges a burning smell and plastic burning metal, the patient alleges he was awakened by the burning plastic, he said the machine used all the water and caused the plastic to melt. The user also alleges a headache and sore throat. There was no report of patient harm or injury. The device has not returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging of a thermal event to a dreamstation 2 device. The user alleges a burning smell and plastic burning metal, the patient alleges he was awakened by the burning plastic, he said the machine used all the water and caused the plastic to melt. The user also alleges a headache and sore throat. There was no report of patient harm or injury. The device has not returned to the manufacturer. The manufacturer's investigation is ongoing. This report was initially filed as an adverse event but has been corrected to a product problem on this report. The manufacturer has updated section b to product problem in this report. The manufacturer has updated section h1 to malfunction in this report.